Event description:
The user facility reported a wire fracture on the gt wire device. Follow up communication from the user facility confirmed the following: during use the wire got fractured; and the wire was fractured at the distal segment.

Manufacturer narrative:
The actual sample has been returned to the manufacturing facility for evaluation. The main body and the fractured piece were received by ashitaka. Upon receipt, they were measured respectively and the total length was confirmed to meet the specifications, being comparable to that of the current product sample. Magnifying inspection of the fracture cross-sections found the exposure of the coil at both fracture ends. The urethane layer at the fracture on the main body was found to have been diminished toward the end in the diameter. Electron microscopic inspection of the fractures revealed the generation of some creases on the surface of the urethane layer. The outside diameter was determined at a point adjacent to the fracture and confirmed to meet the specifications, being comparable to that of the current product sample. The actual sample underwent tactile inspection for the state of the lubricity of the coating along the wire. No catch was felt. The urethane outer layer was removed from the distal segment of the main body for further inspection of the state of the fracture. Electron microscopic inspection of the fracture obtained the following: (1) the cross-section surface was almost flat with no generation of curvature or diminishment toward the end on the wire; (2) the dimple pattern was noted on the cross-section surface; and (3) there were not any anomalies on the lateral side of the fracture. Electron microscopic inspection of the fracture on the fractured piece obtained the following: the cross-section surface was almost flat with no generation of curvature or diminishment toward the end on the wire; the dimple pattern was noted on the cross-section surface; and there were not any anomalies on the lateral side of the fracture. The outside diameter of the core wire was measured and confirmed to be within the manufacturing specifications. Simulation testing was conducted in the following: a product sample was subjected to repetitive one-way torque forces in the state of being curved till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of the radial and dimple patterns on the fracture cross-section surface, with the edge of the fracture being in the straight shape. A product sample was subjected to repetitive bending forces till it got fractured. Electron microscopic inspection of the fracture revealed the generation of a dimple pattern on the cross section surface with the edge of the fracture being in the straight shape. A product sample was subjected to torsional forces till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of the swirl pattern on the fracture cross-section. The edge of the fracture was noted to be in the straight shape with the generation of some twisting lines around the fracture. A review of the device history and shipping inspection record confirmed that there were no production related problems for this lot number product code combination. A review of the complaint files confirmed that this lot number product code combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the actual sample being subjected to some repetitive one-way torque forces or some repetitive bending forces due to some push-and-pull manipulations of the wire, where metal fatigue occurred, resulting in the reported fracture. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not apply repetitive bending force to one specific point of the device as this may cause damage of the guide wire gt." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.